Event description:
Customer reported having a visit the emergency room due to high blood glucose levels. It was reported that customer is very brittle in regard to blood glucose levels. Troubleshoot was performed, however, a tubing clamp was sent to closure in order to complete to complete troubleshooting of pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.